Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j tightrope® device (batch 15458401) was received for evaluation. Visual inspection confirmed that the button was fractured. Functional testing could not be performed due to the damaged condition of the device. The most likely cause of the observed condition is attributed to use-related factors. Force is normally distributed across the entire button; however, if the button is not seated flat against the bone, the load becomes concentrated (point-loading) at localized areas. This concentrated load can lead to a fracture at the inherent weak points near the holes. Therefore, the damage is most likely due to mechanical force applied when the button was not positioned on a flat surface during use/tensioning, or from excessive handling/manipulation with an instrument during the procedure. Per surgical technique, acl tightrope ii rt implant with deploying sutures, doc1-000525-en-us: the redesigned button incorporates a proprietary knotless fifth locking mechanism, which increases strength and resistance to cyclic displacement. Proper seating of the button is critical for achieving reliable cortical fixation and optimal graft tensioning, as well as for the ability to retension the graft after fixation and knee cycling. If the button is not flat on the bone, fixation strength and clinical outcomes may be compromised, so as not to entrap soft tissue under the button. The complaint allegation is confirmed.

Event description:
It was reported that during a knee surgery when tracing on the two wires, the endobutton of the device broke and a piece of it could not be found. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.